Event description:
Reporter alleged blood glucose measured 310, 126 & 136 mg/dl when all tests were performed back to back 2 minutes apart. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.